Manufacturer narrative:
Updated: h6, h10 corrected: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the objective lens could not be identified and a definitive root cause of the issue could not be determined, as there was deformation observed that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected by following the instructions for use sections below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - were there abnormalities in the accessories used for reprocessing: no answer - did the customer flush the air/water nozzle / channel with the detergent solution: yes olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope experienced air/water leakages. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: tip objective lens has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a pinhole on the channel tube; water tightness was lost, objective lens had foreign objects, wear of angle wire; bending angle in up direction did not meet the standard value, there was a scratch on objective lens; flare occurs, connecting tube has a wrinkle, connecting tube has a scratch, nozzle was deformed, channel tub has a scratch, protector of universal cord on suction connector side has a scratch, protector of universal cord on control section side has a scratch, corrosion on switch box; all switch's (sw) do not work, universal cord has a wrinkle, universal cord is sticky, light guide (lg) bundle is slipping down, electrical connector was dirty due to water leakage, suction connector was dirty due to water leakage, control unit is dirty due to water leakage, adhesive on bending section has white-clouded area, adhesive on bending section has a chip, due to wear of angle wire; the play of upward/downward knob is out of the standard value, universal cord has a scratch and the adhesive around light guide lens is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.